Event description:
It was reported that the customer passed away while wearing the insulin pump. The mother stated that the customer ran over by a tractor trailer truck. It was stated that the customer tried calling his sister at 5:00am that morning, and ten minutes later he was struck. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.